Event description:
It was reported during a routine device change out, that upon inspection of the right ventricular irv) lead it was noticed there was an insulation breach near the pin. It was noted that there had been no impedance issues during the life of the system. Also, review of implant record identified that the rv lead was implanted four days after the use before date. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn and the outer insulation had a cosmetic depression.